Event description:
Information was received from patient (pt) with an implantable neurostimulator (ins). The reason for call was pt mentioned that they would always get the no device found message and this started about a week ago. Patient mentioned that they have reset the controller, charged the controller and they still got the no device found message. Patient mentioned that the last time they charged their implant was 10days ago. Agent had patient reset the controller and had patient enter a passive recharge mode. Agent confirmed seeing 100-100-100 as low-mid-high number. Agent sent a request to repair to replace the recharger. Patient called back saying they still didn't get the replacement recharger. Agent reviewed notes and while looking up tracking, had patient try to enter passive recharge mode again. Patient reported all numbers 100, but said the numbers did change when they moved the paddle away from the implant. Agent reviewed package was estimated to arrive before 3 today and provided patient with tracking number. Agent also reviewed patient would most likely still have to go through passive recharge mode with replacement paddle as it had been so long since they charged the implant. Patient mentioned it seemed to be taking longer to charge and the implant wasn't holding a charge as much. Agent reviewed implant battery depletion depended on settings/usage and redirected to hcp to check on that if needed. Agent reviewed to callback if they have any further questions or need further help after getting replacement recharger. Patient called back and repeated previously documented information. Patient mentioned they finally received the recharger and mentioned they got two rechargers in the mail. Patient mentioned they were supposed to get the entire thing. Patient started a charge session; controller showed no device found then implant went into passive recharge mode with numbers 36-56-88. Patient repositioned the recharger and the middle number increased to 96. Towards the end of the call, controller showed 50% and implant red recharging with excellent quality. Agent reviewed with patient to charge the implant, charge the controller and to monitor. Agent reviewed with patient to send back the extra recharger with their previous recharger. The troubleshooting steps taken on call resolved the issue. Case reopened and reassigned to send repair request for a new controller. Pt called back stating they called several times last week. Pt claimed they called on monday stating that their stimulator was not picking up a device and was told a new controller would be sent. Pt then got two rtms on wednesday and when they called in about it they still could not get the ins to charge for it would not pick up a device. Pt was wanting a new controller. Agent reviewed previous note and pt said that did not happen for they could not charge the ins. No symptoms were reported.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.